Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to blood infection of the patient. The temporary lead was connected to an external device and subsequently replaced with the leadless pacemaker. No further patient complications have been reported as a result of this event.